Event description:
It was reported that the surgeon fired stapler on vascular tissue. The tissue began to bleed through staple line. The surgeon reloaded and fired the device again. Had to place hand port to control bleeding. The procedure was converted to open. The pt required a blood transfusion.